Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and unimproved with increasing the contrast. The reporter denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the keypad cover was worn. All the keypad buttons responded to presses intermittently. The keypad cover was removed and contamination was present under all the keypad button contacts. Also unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).